Event description:
It was reported that during a transforaminal posterior lumbar interbody fusion (t-plif) procedure at l4-l5, the spacer broke as the surgeon inserted the spacer with the instrument. The implant was removed and replaced with a new implant. The procedure was completed and the patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding . Device was used for treatment, not diagnosis. The peek spacer was received, fully intact. Visual inspection noted post production/acceptance damage to the instrument slot with material displaced slightly to the cross slot. Additionally noted, post production/acceptance vertical indentions on the outside of the part in the area of the "11" laser etch. A review of device history record did not reveal any conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Correct 501k number is k011037.

Event description:
This is report 1 of 1 for complaint (B)(4).